Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. On (B)(6) 2021 the patient underwent a heartmate 3 left ventricular assist system to heartmate 3 left ventricular assist system pump exchange due to unspecified reasons. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple requests for additional information, including pump return requests, were sent to the account; however, no product or additional information has been received at this time. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported the patient underwent heartmate 3 to heartmate 3 pump exchange. No additional information was provided.